Event description:
The following information was received from global pharmacovigilance (gpv)and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis which resulted in hospitalization on (B)(6) 2011 due to the event. Treatment was not reported. The cause of the peritonitis was unknown, but the patient reported that she wore masks, cleaned the exchange area, did not reuse disposables, and no touch contamination had occurred. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Therapy with dianeal was ongoing. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11e16101, h11e12019 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.